Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went hospital due to high blood glucose and unconscious. Customer¿s current blood glucose was 266 mg/dl. Customer stated that the act and esc buttons were difficult to press. Customer stated that the time insulin was squirting out during manual process. Customer stated insulin continues to drip after motor stops during the manual prime process. Customer states they were wearing the pump during priming. Customer stated that the time was advancing. Customer stated that the insulin pump had no delivery alarms. Customer stated that the insulin pump had pump error alarm. Customer stated that the rewinding was louder and slower. The insulin pump will be returned for analysis.